Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. When the device was removed, it was noticed that the bands were knotted together. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit); however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit." A photo of the complaint device outside the patient was provided by the customer and showed the bands were knotted and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1 has been updated based on the additional information received on july 3, 2023. Block h11 (correction): block h6 (device codes) has been updated.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. When the device was removed, it was noticed that the bands were knotted together. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit); however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit." A photo of the complaint device outside the patient was provided by the customer and showed the bands were knotted and overlapped.